Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the flow valve to address the reported issue and shipped the defective component to carefusion for failure analysis. Carefusion was not able to duplicate the reported issue, however, the flow valve failed the flow valve assembly test procedure for slight non-conformities. Visual inspection did not reveal any anomalies. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a higher amount of tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.